Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event . The system error 345 was verified as a torn keypad which caused some key to become inoperable. The cause was determined to be external influence and the keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced a damaged keypad. There was no known patient injury or medical intervention associated with this event. No additional information is available.